Event description:
Noise is present on this lead. There has been no intervention yet. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
This lead was explanted due to oversensing noted on rv lead with rv lead impedance greater than 3000 ohms. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.